Event description:
During an in-clinic follow-up, increased capture threshold and increased pacing impedance were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
The reported events of unacceptable threshold and high lead impedance were not confirmed. As received, a partial lead was returned in one piece. Electrical testing did not find any indication of conductor fractures; however, an internal short was found between inner coil and superior vena cava due to procedural damage. Visual and x-ray examinations did not find any anomalies except for procedural damage.